Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day after implant and was sensing in the right ventricle. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.